Event description:
Key can open another co's pca pump allowing access to narcotic. This co's keys are in possession of non-nursing staff. Other co's key does not work on this co's pump. Both cos are aware of the problem and have been asked to resolve it.